Event description:
The reporter stated that the port connection is being under normal use. No further information available.

Manufacturer narrative:
The customer indicated that samples would be returned for evaluation, however, have not been received at this time. Since there was no returned product no further investigation could be performed. The device history record was reviewed and found to be acceptable. Review of the complaint database for the previous 12 months indicates that this is the only reported issue for this product code. Medex is unable to confirm or determine the cause of this incident without benefit of returned product. An additional, report will be submitted should info become available that impacts the outcome of medex investigation. Medex recognized that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the info was rec'd was o4/14/06. Medex continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.